Event description:
Complainant used feminine protection product "instead". Upon insertion, complainant was unable to remove device. Ultimately complainant went to emergency room to have device removed. Complainant states it took two different emergency room drs several attempts at removing device. Complainant spent several hrs in ER. Complainant has experienced discomfort due to prolonged attempts at product removal.

Event description:
Add'l info rec'd from MFR 8/23/00: no failed cup was received relative to this event. Therefore, no investigation involving physical testing of the device(s) specific to this event has been possible. No medical records were received for investigation. From the description supplied on the voluntary report form the event did not cause serious or permanent injury, did not require further treatment, nor was it indicative of a failure of the product. The trend of events of this sort, involving medical professional assistance in removing this product, as evaluated quarterly, shows no significant change over any comparable period. MFR did receive the lot number of the product involved and examined the history record. The records are complete and indicate no discrepancies from spec or procedure.